Event description:
The doctor was trying to obtain cardiac outputs with a c-tip swan ganz catheter but could not get any information. The device was switched out with another device (same type of device from the same manufacturer). The second device worked appropriately and the doctor was able to finish the case without any harm to the patient.